Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported the cell-dyn sapphire power cord from the outlet is melted at the connection to the back of the ups. The customer reported the instrument made a beeping sound and the technician reported a plastic odor, after which they unplugged the cord. No injury was reported. No impact to patient management was reported.

Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, a review of historical data, a review of trending data, consultation with field service engineer (fse), and a review of product labeling. A review of historical data did not identify any product issues related to the complaint incident. No trends were identified. The fse could not rule out the possibility if additional devices were plugged into this ups which could have caused the ups to be overloaded. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.